Manufacturer narrative:
The insulin pump had no button response and button error alarm due to flattened dome switch on act button. Cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 255 mg/dl. Troubleshooting was performed. The device was returned for analysis.